Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this device and competitor right ventricular (rv) lead had an increase in threshold measurements. Additionally, the rv impedance measurements varied from 400 ohms to greater than 2,000 ohms. Maneuvers produced noise and boston scientific technical services (ts) confirmed a stored episode of noise and oversensing resulting in greater than two seconds of asystole. This patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this device and competitor rv lead were removed from service due to ongoing high threshold and pacing impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.